Event description:
It was reported that when the device was first interrogated, the battery voltage was 2.69 volts. Further battery measurements were 2.41 volts. Reinterrogation of the battery measured 2.71 volts. Review of performance data found that the daily and weekly battery measurements looked normal and that the battery voltage was between 2.96 volts and 2.97 volts. The device remains in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that when the device was first interrogated, the battery voltage was 2.69 volts. Further battery measurements were 2.41 volts. Reinterrogation of the battery measured 2.71 volts. Review of performance data found that the daily and weekly battery measurements looked normal and that the battery voltage was between 2.96 volts and 2.97 volts. It was later reported that the device was explanted and replaced due to normal battery depletion. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): calculations based on implant parameters indicate that the device had met its 99.9% expected longevity. Analysis of the device memory found the eri (elective replacement indicator) is the result of high internal battery impedance. This device is part of the field action and has tested consistent with the field action. Performance data collected from the device was analyzed revealing that on (B)(6) 2010, the battery voltage with telemetry was 2.71v and the daily measurement was 2.96v.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. On (B) (6) 2010, the battery voltage with telemetry was 2.71v and the daily measurement was 2.96v. Event assessment has determined that report of potential malfunction may result in unnecessary explant.